Manufacturer narrative:
H.6. Investigation summary: material #: 367284. Lot/batch #: 23e24t1. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination, and another 5 retention samples by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that when using the bd vacutainer® safety-lok¿ blood collection set, the first tube pulls out when attached to the wing set for collection of blood. No patient impact or injury reported.

Event description:
It was reported that when using the bd vacutainer® safety-lok¿ blood collection set, the first tube pulls out when attached to the wing set for collection of blood. No patient impact or injury reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.